Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was 570 mg/dl and customer was treated with shots. Customer stated they had broken wing off the back of the insulin pump they thought it was the clip but it was the insulin pump and clip rail was broken . Customer stated that they noticed the clip was not staying in place. The device will not be returned for analysis.